Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional testing was performed finding that the device had some wear and tear, a damaged enclosure top and bottom, and a dirty filter. Functional testing was performing by attaching a test hose to the line cord, pressing the ?on? Button, and selecting high on the keypad. The device heated up normally. The reported failure mode could not be duplicated during testing. However, the device had secondary damage to the enclosure. The enclosure was replaced.

Event description:
It was reported that level 1 equator blower failed to reach the maximum temperature. No patient injury or complications were reported in relation to this event.